Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown . It was reported that 2 syringes were leaking and customer had a difficult time trying to load insulin into syringes. Description of issue: customer reported they had 2 syringes that were leaking and had a difficult time trying to load insulin into the syringes. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number 3 ml syringe 309657. Product lot number: customer cannot provide. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
Correction: material number has been updated. The following information has been updated: b.5. Describe event or problem: it has been reported that the syringe 3ml ll 200 s/c has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown it was reported that 2 syringes were leaking and customer had a difficult time trying to load insulin into syringes. Description of issue: customer reported they had 2 syringes that were leaking and had a difficult time trying to load insulin into the syringes. Number of occurrences: 2 did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number 3 ml syringe: 309657. Product lot number: customer cannot provide. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. D.1. Medical device brand name: syringe 3ml ll 200 s/c. D.2. Medical device type: fmf. D.2. Common device name: piston syringe. D.2. Medical device catalog #: 309657. D.4. Unique identifier (UDI) #: (B)(4). H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. H3 other text .

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that 2 syringes were leaking and customer had a difficult time trying to load insulin into syringes. Description of issue: customer reported they had 2 syringes that were leaking and had a difficult time trying to load insulin into the syringes. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: 3 ml syringe ¿ 309657. Product lot number: customer cannot provide. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.